Event description:
Caller reported a cartridge alarm issue that occurred on (B)(6) 2025, with the alarm not happening during the load process. Customer experienced a high blood glucose level of 600 mg/dl and performed a corrective injection using multiple daily injections. There was no assistance required from a third party. Customer will continue using the current pump type without interruption to insulin delivery. Technical support confirmed no previous reports of similar alarms during load and arranged to send a replacement pump with updated software. Training for the updated pump will be available in the customer's tandem source account, and instructions were provided for the return of the problematic pump. Customer understood and acknowledged the steps involved, including using a pre-paid label for the return.